Event description:
It was reported that a nim 3.0 response and reinforced emg tube were being used as well as a separate anesthesiology monitor with a transcutaneous facial nerve stimulator that is used for monitoring the degree of muscle paralysis during surgery. The surgeon was performing a thyroidectomy using the nim response 3.0 with a reinforced emg tube. The surgeon observed that the patient had bilateral laryngeal recruitment that appeared to be in-sync with the use of the anesthesiologist's train-of-four transcutaneous stimulator. The anesthesiologist's transcutaneous stimulator was set to 40ma with a rate of approximately once per second. It appeared to the surgeon that the emg tube was coupling the transcutaneous stimulation signal down to the larynx causing bilateral laryngeal recruitment. This continued for about 10 minutes. This patient exhibited flaccid paralysis of the vocal folds in recovery (weakness). Patient could still breathe and swallow. It was confirmed through the physician that the patient has experience a relatively rapid recovery of laryngeal abduction since the procedure. Both vocal cords are now abducting normally with respiration whereas, acutely there was not active abduction with the right vocal cord midline and the left vocal cord in a paramedian position. As of post-operative day six, she has begun to reestablish adduction of the right vocal cord. This is the first evidence of adduction activity.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: 8253001, mainframe nim response 3.0, s/n (B)(4), lot 68852600 etn manufactured august 3, 2010, 510k: k083124; 8253200, patient interface response 3.0, s/n/lot not provided, etn, 510k: k083124; (B)(4). Evaluation summary: no evaluation was done, the device was not returned for analysis; it was discarded by the facility; however, the available information indicates that this event most likely occurred because of an interaction between this device and another electronic stimulating device that was being used during the procedure. Method code: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.